Event description:
It was reported that three months post implant, the left ventricular lead dislodged. An x-ray on (B)(6) 2014, showed the lead dislodged into the superior vena cava. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.